Event description:
During the cooling phase of ivtm therapy, the thermogard ivtm system (B)(4) cooled the patient temperature to 36°c when the target temperature was set at 37°c. The foley (a sterile tube inserted into the bladder to drain urine) and the temperature probe were replaced but the temperature issue persisted. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console (B)(4) was evaluated at the customer site. The reported complaint of the thermogard ivtm system (B)(4) cooled the patient temperature to 36°c when the target temperature was set at 37°c was not confirmed during functional testing and event log review. The customer reported issue was not duplicated during the functional testing, and the thermogard console functioned as intended. Upon visual inspection, unrelated to the reported complaint, observed a cracked pump lid and a cracked top cover, likely due to user mishandling. The pump lid and top cover were replaced. Also, the display head battery was replaced due to over three years old. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed no discrepancy. Following service, the thermogard console passed the final testing without any error.

Manufacturer narrative:
The thermogard console ((B)(4)) was evaluated at the customer site. The reported complaint of the thermogard ivtm system ((B)(4)) cooled the patient temperature to 36°c when the target temperature was set at 37°c was not confirmed during functional testing and event log review. The customer reported issue was not duplicated during the functional testing, and the thermogard console functioned as intended. Upon visual inspection, unrelated to the reported complaint, observed a cracked pump lid and a cracked top cover, likely due to user mishandling. The pump lid and top cover were replaced. Also, the display head battery was replaced due to over three years old. The thermogard xp ivtm system passed the functional testing without any error. The event log review showed no discrepancy. Following service, the thermogard console passed the final testing without any error.

Event description:
During the cooling phase of ivtm therapy, the thermogard ivtm system ((B)(4)) cooled the patient temperature to 36°c when the target temperature was set at 37°c. The foley (a sterile tube inserted into the bladder to drain urine) and the temperature probe were replaced but the temperature issue persisted. Another thermogard ivtm system was used to continue with treatment. No consequences or impact to the patient.